Manufacturer narrative:
(B)(6). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR) and system risk analysis (sra). The sra shows the risk for exposure to toxic or corrosive material to be "low." The oil mist filter was not returned for further evaluation. The assignable cause of the haze/mist/vapor issue is likely the oil mist filter. The field service engineer replaced this part and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
An fse was dispatched to the customer site and reported the oil mist filter was replaced. The unit returned to working according to specifications after service completion.

Event description:
A customer reported an event of a "smoke" described as a "light oil mist" emitting from the sterrad®nx sterilizer. There was no report of any injuries or human reactions. This event is being reported as a malfunction report subsequent to a serious injury.